Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm fusiform abdominal aortic aneurysm approximately 10 weeks ago. The proximal aorta was 25-26 mm in diameter and 10 mm in length with an infra-renal angle of 20 degrees. The right iliac artery was 19 mm in diameter and the left was 14 mm in diameter. The right and left femoral arteries were 8 and 9 mm in diameter respectively. There was presence of circumferential thrombus of 15%. It was reported that due to the challenging aortic neck it was planned to cover the left renal artery (the lowest) with the stent graft by performing first a chimney technique (covered stent that will be placed between stent graft's proximal part and aortic wall, and that will go into left renal artery, in order to perfuse left kidney) before the endurant stent graft implant. The covered stent was deployed in the renal artery ostium; however, placement and deployment were not successful and the physician was unable to correct it; therefore, there was no blood flow to the left renal artery. The endurant stent graft was successfully implanted; however, the renal artery was covered as originally planned. Two days post implant the patient experienced increased creatinine level due to the left renal artery being. The patient recovered four days later. The investigator assessed this event as be related to the study procedure and not to the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (arterial occlusion). Patient's condition affected effectiveness of device (challenging aortic neck). Conclusions: device failure/lack of effectiveness related to patient condition (challenging aortic neck).